Event description:
It was reported that pump battery depleted too quickly. No additional information was received regarding any impact to the customer¿s blood glucose level. Customer technical support planned to follow up by email for more details and created follow-up task, and no other actions were documented.